Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection. It was reported that the patient underwent mesh excision on (B)(6) 2000 by dr. (B)(6) due to erosion at(B)(6) hospital. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to erosion at (B)(6) hospital.